Manufacturer narrative:
Given that the device remains implanted no device investigation can be performed and the root cause of the event cannot be determined. However, based on the document review performed, no manufacturing deficiencies were identified. It is possible that the patient's clinical history and risk factors (systemic hypertension; dyslipidemia, breast cancer under chemotherapy) contributed to the early structural valve deterioration reported. However, since no investigation could be performed, this cannot be ultimately confirmed. Structural valve deterioration is listed as a possible adverse event in the perceval IFU. The event is, therefore, a known inherent risk of the device.

Event description:
The manufacturer was informed on this event through the persist database. A perceval pvs21 was implanted on (B)(6) 2018. In (B)(6) 2019, a serious adverse event occurred, which was classified as aortic stenosis. Follow up with the site confirmed that there is currently no evident etiology of the valve stenosis. The patient has been treated with empiric anticoagulation treatment. Per additional information received, a re-do surgery was performed on (B)(6) 2020 due to structural valve deterioration. A valve-in-valve procedure was performed and the patient received an edwards s3 (size 23mm). The patient survived.

Manufacturer narrative:
As the device remains implanted, no device investigation can be performed. The manufacturing and material records for the perceval heart valve, model #icv1208, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1208) perceval heart valve at the time of manufacture and release. Given that the device remains implanted no device investigation can be performed and the root cause of the event cannot be determined. However, based on the document review performed, no manufacturing deficiencies were identified. As the site could not determine the etiology of the event, the relationship between the device and the event cannot be established. Given that the patient is being treated with anticoagulation, it is possible that thrombosis or coagulation disorder played a role in the reported event; however, this cannot be confirmed as this was an empiric treatment. Should additional information regarding the progression of the patient's stenosis be received in the future, the case will be re-opened and appropriate investigative action will be taken.

Event description:
A perceval pvs21 was implanted on (B)(6) 2018. In (B)(6) 2019, a serious adverse event occurred, which was classified as aortic stenosis. Follow up with the site confirmed that there is currently no evident etiology of the valve stenosis. The patient has been treated with empiric anticoagulation treatment.